Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the pt sustained a serious injury. The pt did not seek medical attention and continues use of the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): (B)(6) 2014. Electrode belt (B)(4): (B)(6) 2013. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event while shopping. Motion artifact contributed to the false detection. T he pt was reportedly conscious and states that he pressed the response buttons at the time of the event. Review of the pt's downloaded data indicates that the response buttons were pressed almost two minutes prior to pulse delivery. The response buttons were also functional during the subsequent power on sequence. The response buttons functioned appropriately. The pt did not seek medical attention and continues use of the lifevest.